Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). To date the devices have not been returned to olympus for evaluation. The reported complaints were investigated by the OEM to determine a most likely root cause. Based on similar reports, the most likely root cause for the reported event can be attributed to the following: the recommended output setting for the seal & cut mode was not level 1, and/or the recommended output setting for the seal mode was not level 3. The customer did not overlap the edge of the existing seal when sealing adjacent tissue. The instrument sealed a blood vessel with a diameter over 4 mm. When treating a blood vessel and/or tissue, the control handle was not squeezed firmly until the control handle touches the grip handle to stop. The customer did not position a vessel in the middle of the grasping section. A blood vessel was dissected inappropriately. Please also cross reference related MFR. Report numbers: 2951238-2017-00519, 2951238-2017-00520, 2951238-2017-00521 and 2951238-2017-00522.

Manufacturer narrative:
The devices were not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. Olympus is still investigating the details of the reported events. If additional information is received, this report will be supplemented accordingly.

Event description:
Olympus was informed that post therapeutic laparoscopic low anterior resection procedures, performed between 2016 and 2017 using the thunderbeat handpiece 3-4 patients experienced anastomosis leakage. The surgeon alleges that an increase of this complication has been noted since the facility began using the handpiece for this type of procedure. Additionally, it was reported that the surgeon was not directly accusing the handpiece as the cause of the reported event; however, the heat disbursed from the handpiece during the dissection of the colon for the anastomosis was a concern. It is unknown how the patients were treated for this condition. This is report 1 of 4.